Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy s24 ultra (android 14) with mmt-1886 780g pump (software version 6.23w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Issue is confirmed from the logs we would see supervisor timeout causing the problem for the disconnection , in some instances we would see terminated_by_local_host could cause pump disconnection for the patient this indicates that a connection to a remote device was closed intentionally by the phone.the user may intentionally terminated the connection ,such as by closing the app or disabling bluetooth. Additionally operating system, or bluetooth stack explicitly requested a disconnection. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: on your android device, open settings . Tap google, google devices & sharing (or all services on xiaomi devices) , cross-device services. Or search â¿cross-deviceâ¿ from settings. Make sure use cross-device services is off or disabled (xiaomi device use toggle off) follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, ensure cross-device services are disabled. If cds, does not work, please try the following: remove the mobile device from the pump. Check the phoneâ¿s bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select ""forget"" to remove them. Uninstall/remove the mmm app from the mobile device. Restart the mobile phone. Reinstall the mmm app & then make sure bluetooth is on launch the app and begin the pairing process. (Ensure app is in the foreground while pairing) important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device). This will allow them to complete the steps without interruption during the call or missing any steps. If these steps doesn't resolve the issue try the below recommended steps.: restart the app : close the application completely and then reopen it to attempt re-establishing the connection to the pump , checking the bluetooth connection: restart the bluetooth on your phone to refresh the connection, reconnecting the device : forget the pump in the bluetooth settings and then try to repair to establish a new connection , check the network connection . The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.